Manufacturer narrative:
The gas delivery system (gds) assembly was returned to the manufacturer. The gds was tested and no failures were identified.

Event description:
It was reported to philips by a customer that during a repair the unit pressure sensor autozero failed. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the unit failed with alarm machine pressure sensor autozero failed. The caller verified there was a code 1108 in the history, after replacing the front bezel. The caller searched for that code 1108 prior to the service, and there was none. The fse replaced the gas delivery system (gds) to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed.